Event description:
It was reported that the customer was in an accident while wearing the insulin pump. (B) (6). The insulin pump was damaged in the accident. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with a scratched liquid crystal display screen.